Manufacturer narrative:
Data and information provided by the customer were reviewed. No parts were replaced or adjusted for this issue and as there was no identifiable part specific issues; the architect i2000sr, serial # (B)(6)was deemed the cause for the issue. Issues with sample integrity could not be ruled out. The service history of the (B)(6)verifies no subsequent issues have been reported related to falsely elevated free t4 results. Trending review did not identify any trends. Additionally, labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer observed falsely elevated free t4 results for one patient. The following data was provided: sid (B)(6) first result at 12:15 pm = 26.11 pmol/l second result at 17:27 pm = 15.37 pmol/l (lab reference range for free t4 is: 0.9 to 19.0 pmol/l). No impact to patient management was reported.